Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The medtronic representative could not get the system to fail. The on/off switch, the contact block normally open, contact block normally closed and the selector switch were replaced and discarded. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system powered down when the site had it on. There was no patient present when this issue was identified. The system was intermittently losing connection between imaging device and mobile view station (mvs); returning to pendant state of: ¿waiting for mobile view station to initiate communication¿.